Event description:
It was reported that a patient underwent a craniotomy procedure in (B)(6) 2011 and suture was used. A few days after the procedure, the surgeon found that the skin had ruptured. The patient's wound had an infection. The surgeon cleaned the wound and sutured again. The patient was treated with antibiotics. Currently, the patient is fine. The surgeon attributes the infection to the lack of preoperative prophylaxis.

Manufacturer narrative:
(B)(4). Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02021. The same patient is represented in each medwatch.